Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support troubleshoot the issue with customer over the phone and recommended to replace the power supply. Contacted hospital's biomed and reported that vent has been repaired and passed all testing.